Event description:
A physician reported a pt who was originally skin tested on 3/15/1999 with negative results. On 4/12/1999, the physician treated a depression at the chin caused by partial paralysis some years ago. About the end of 4/1999, the pt reported treatment site felt "funny," and the test site was red, irritated and lumpy. The pt reported that the treatment site spontaneously drained about a week earlier. On or about 5/7/1999, the physician noted that treatment site was red, warm, indurated, and painful, with a "milky" drainage, which he expressed with a cotton swab and cultured. The forearm test site was indurated and discolored. The physician prescribed keftabs and application of warm compresses. By about 5/10/1999, the test site symptoms had diminished somewhat, but the symptoms continued at the chin treatment site. The physician believed the symptoms were a hypersensitivity and that an abscess had formed the chin treatment site.